Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6. Reported event is unable to be confirmed due to limited information provided by the customer. The DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: country: (B)(6). Omari, adam, nielson, christian s & husted, henrik. (2020). Introduction of a new treatment algorithm reduces the number of periprosthetic femoral fractures after primary total hip arthroplasty in elderly females. The journal of arthroplasty, 1-15. Https://doi.org/10.1016/j.arth.2020.06.077. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported in a journal article that four patients experienced an early post operative fracture and were treated conservatively. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.